Event description:
It was reported that three days after the first fitting, the pt complained about no hearing sensation. Therefore, the audio processor was exchanged on (B)(6) 2012, but without improvement. Testing by rtf measurement revealed negative results. There is no accident or trauma known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.